Event description:
It was reported this was a venotomy closure of the right common femoral vein (rcfv) using the pre-close technique via a 6f sheath hole prior to an atrial fibrillation (afib) ablation procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 10f and the afib procedure was completed. Reportedly, post procedure, the sutures of the two proglide devices came out with the knot intact. Hemostasis was achieved with a non-abbott device at the rcfv. A proglide device was deployed at the left common femoral vein (lcfv) after the afib procedure using an 8f sheath; however, the suture came out with the knot intact during knot advancement. Hemostasis was achieved with a non-abbott device at the lcfv. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced are filed under a separate medwatch report number.